Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was feeling sick, vomiting, could barely move, couldn´t eat nor drink, excessively thirsty. However, the cgm was reading 120 mg/dl so her husband drove her to the hospital in the afternoon. At the hospital the nurse took the bg which was 500 mg/dl while the cgm was still at 120 mg/dl. The nurse treated the patient with IV insulin, IV fluids and medications for nausea. The patient was diagnosed with dka. The patient stayed at the hospital for 5 days and was discharged on (B)(6) 2025. The patient was feeling okay when she was discharged and at the time of the call. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.